Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related is related to a defective/faulty patient board set. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty patient board set. Additional issues were identified during the device evaluation: a minor crack on the main switch housing and software version 3.01 (a recommended update to version 4.10). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center did not display an image when connected to the 180 series scopes. The customer confirmed trying the scopes with another video system center and finding no issue with the image. There were no reports of patient harm associated with this event.